Event description:
It was reported that during a unit replacement procedure, the atrial lead could not be removed from the pulse generator header. The lead was eventually cut and tied. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.